Event description:
Pt reported that device delivered an unintended bolus (bolus was programmed by pt, but it was delivered at the wrong time --it was delivered 20 minutes late). Pt reported that their blood glucose was affected by this event -- blood glucose was 29 mg/dl. Pt self-treated low blood glucose by drinking a soda.